Event description:
Event description guidant received information that this atrial lead had an impedance greater than 2500 ohms in bipolar mode. The daily measurements confirm the impedance has been greater then 2500 ohms for a while.